Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their aligners do not fit and cuts their gums and tongue. They also reported blanching from the aligners. Provided hh tips and to file any sharp/rough edges to smooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.